Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning properly. This was first noticed a few days prior to report when he attempted to program a bolus. The down button completely stopped functioning on (B)(6) 2011. He has used this infusion device for 4-5 years and boluses at least 5 times per day. The down button does pop up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.